Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. Dealer states frame cracked at the crossbars right in the middle where the crossbars join together. The back crossbrace is also bent. MDR filed.